Manufacturer narrative:
Olympus followed-up with the user facility to gather additional information regarding this report. The user facility reported that the complete loss of image was experienced in the middle of the procedure. Another olympus endoscope was used to complete the procedure with the same setup used with the subject device. The device referenced in this report was returned to olympus for evaluation. The evaluation noted the image was lost and distorted when visible. The endoscope was found leaking from the seam of the slider cover and the connector cover unit. The exact cause of the leakage was unable to be determined. The glue around the lenses and bending section were cracked, and the bending section glue was noted to be a non-olympus repair. Additionally, the charged couple device (ccd) cable was found broken at the flexible printed circuit board. There was no evidence of fluid invasion in the body control unit, in the light-guide prong connector, or in the video connector. The reported phenomenon was determined to be attributed to the broken charged couple device (ccd) cable. The cause of the broken wire could not be conclusively determined, however, third party service cannot be ruled out as a contributory factor. The device is to be serviced and returned to the user facility. (B)(4). This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified type of procedure using the subject device, the users experienced a complete loss of image. The intended procedure was completed using a different olympus endoscope. There was no patient harm reported.